Event description:
The CPAP(continuous positive airway pressure) overheats the humidifier. All the water is gone at the lowest humidifier setting. I thought I had it at the hi setting rather low until I read the problem with the dreamstation 2.